Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 2/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/31/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked and there was evidence of moisture in the compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened and there was no further evidence of moisture found internally. Unrelated to the initial complaint, it was observed that the pump casing was cracked between the case seal and the keypad. Also unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the audio bolus button cover was damaged but the button was responsive during investigation. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.